Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "district nurse contacted helpline saying that there was a leak from the PICC line when flushed. Patient attended unit & witnessed PICC fracture. There was a leak adjacent to purple butterfly when flushed with 10mls 0.9% sodium chloride. PICC line removed aseptically. Datix completed." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope of the known issue.

Event description:
It was reported, "district nurse contacted helpline saying that there was a leak from the PICC line when flushed. Patient attended unit and witnessed PICC fracture. There was a leak adjacent to purple butterfly when flushed with 10mls 0.9% sodium chloride. PICC line removed aseptically." No other information was provided.